Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the handpiece and the button assembly. The device was tested on a generator and no error codes were noted. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
The customer reports that prior to a lap assisted vaginal hysterectomy, the device would not activate. An error code was received with the handpiece. The handpiece was tested with a test tip and it was fine. Used another disposal and it still did not work. A new disposal was used and it worked fine. There was no pt consequence.